Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6), all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2024, was >64.35, repeat result, after re-centrifuging, was 10.63 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Updated b3 date of event from 06sep2024 to 05sep2024. The complaint investigation for a falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 61263ud00, stored at the recommended storage condition. Testing met acceptance criteria and the products are performing as expected. An increase in complaints has been observed for the lot, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 61263ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The following data was provided (customer¿s normal range is 9-19 pmol/l): sample ID (B)(6) initial result was >64.35, repeat result, after re-centrifuging, was 10.63 pmol/l. There was no impact to patient management reported.